Event description:
It is reported that the device was implanted in 2003. On february 2, 2008, it is reported that the post was discovered to be broken and removed six days later. Poly exchange revision has not been scheduled as of yet.

Manufacturer narrative:
Evaluation summary: the fractured post which was removed during scoping procedure was not returned for review. The articulate surface is still implanted. The cause of the post fractured could not be definitively determined due to insufficient information. Evaluation: no product or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.